Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial in liquid. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specification. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. Claim# (B)(4).

Manufacturer narrative:
Work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm512.1 implantable collamer lens of a -6.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023, the lens was replaced for a toric lens due to refractive surprise. The problem was resolved. The cause of the event is unknown. Reportedly, "postoperatively, the patient has difficulty opening her eyes even after mydriasis, and although the od has not replaced lenses, patient's visual acuity has increased from 0.8 to 1.2 which I wonder may have a psychological component." Also, "I consider that poor corneal condition seems to have had a significant impact on lens power."

Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).